Event description:
Pt reported that they experienced low blood glucose (32 mg/dl) while at work. Pt then went to snack machine to get something to eat, and passed out. Pt was found by coworker who called 911. Paramedics tested pt's blood glucose (result=28 mg/dl). Pt was treated with a glucose solution, and their blood glucose increased to 164 mg/dl after 15-20 mins. Pt switched to back-up device.